Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had a massive head bleed and expired.

Manufacturer narrative:
The pt expired and no autopsy was performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.